Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the reference samples for the lot 6009805 have already been previously tested in the complaint (B)(6) on 01/jul/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(6) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6009805 was packaging according to the wi version 117 manufactured in the line l-10, on 15/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 18/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6009805 with one complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, one complaint more has been registered in database for the same lot and malfunction code., no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.